Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient has been having bladder problems that have been suddenly getting worse. The caller said the patient would do better for a couple of days and then they would lose their bladder again. The patient came to the caller 2-3 days ago and said they had lost their bladder twice that day. Caller stated when they had last connected to ins they saw something that said therapy off. Reviewed therapy information and general programming guidance. During the call the caller was able to connect to the patient's settings and confirmed that the therapy was turned on. Caller increased the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.